Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. Both a b30 as well as an e216 error code was present on starting up the subject device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his evis exera iii video system center was presenting both b30 and e216 scope communication errors when powered on during procedure preparation. According to the initial reporter, the intended procedure was diagnostic and was completed using another scope without any patient harm. This report is being submitted in conjunction with patient identifier report (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The facility¿s cv-190 plus, clv-190, and gif-h190 devices were combined and investigated. However, the phenomena were not confirmed. It was surmised that the patient circuit board (cm board) and cf card may be defective. Therefore, device repair was recommended. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿code: b30: error message. Scope communication err possible cause: the video system center cannot communicate with the endoscope. Solution: stop using the endoscope and contact olympus.¿ olympus will continue to monitor field performance for this device.